Manufacturer narrative:
(B)(4). Product not returned for evaluation. Customer declined replacement product at this time. Customer satisfied with the product. Product is working as designed. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 259 mg/dl. The customer's expected fasting blood glucose test result range is 125 - 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 237 mg/dl and 247 mg/dl using truemetrix meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 12/23/2018 and open vial date is 08/16/2017. The meter memory was reviewed for previous test result history: 259mg/dl, (B)(6) 2017, 03:05 pm, fasting: yes. Customer receive the replacement meter and states that he is still getting high blood results. Customer run a blood test and got 259mg/dl fasting . Customer states that he had something to eat 4 hours ago. Customer states that his normal glucose range is 125-130 mg/dl fasting. Customer states that he trust the meter and think his results are possible high. Customer does not want another replacement.